Event description:
Complainant alleged that the clinicians were attempting to use the unit for stand by pacing on a 79 year old female pt with third degree heart block, but that the device kept shutting itself off. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.